Event description:
It was reported that, this right ventricular (rv) lead exhibited an increase on the pacing impedance, leading into high out of range measurements. The rv lead was reprogrammed and an x ray will be performed as a dislodgment is suspected. At this time this rv lead remains in service. No adverse patient effects were reported.

Event description:
It was reported that, this right ventricular (rv) lead exhibited an increase on the pacing impedance, leading into high out of range measurements. The rv lead was reprogrammed and an x ray was going to be performed as a dislodgment is suspected. The x ray was not performed but a fall of the lead was suspected. At this time this rv lead remains in service. No adverse patient effects were reported.